Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(4). If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, an intraocular lens, model pcb00 got stuck in the cartridge during implantation. Haptic was in contact with the patient eye due the fact that the lens was partly out of the cartridge. No patient injury reported. No further information available.

Manufacturer narrative:
Section d10: device available for evaluation? Yes, returned to manufacturer on 12 december 2019. Section h3: device returned to manufacturer, yes. Device evaluation: the product associated to the complaint was received 12 december 2019. The returned device, model pcb00, was received in a plastic bag. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and no traces of viscoelastic were observed in the cartridge. The reported stuck in cartridge was verified. There were no damages on the assembly, there was no visible gap. The assembly of the device returned was found correct. Based on the product returned evaluation there was no indication of a product quality deficiency.the reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request (ir) for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.